Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (15mg/ml at 4.5mg/day) and bupivacaine (15mg/ml at 4.5mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. The patient medical history was gastroesophageal reflux disease (gerd), esophageal cancer, chronic pain, and dysphagia. Other medications the patient was taking at the time of the event were oxycodone, prilosec, proventil, zofran, phenergan, remeron, ativan, and compazine. It was reported that the patient developed a seroma where the catheter exited form the spine, which the hcp felt caused the catheter to migrate out of the intrathecal (it) space. No environmental, external, or patient factors were reported to have caused this issue. An x-ray was done in (B)(6) 2018 showed the catheter starting to migrate out from the it space during routine computed tomography (CT) scan for disease progression. The patient was seen in clinic on (B)(6) 2018 and was an unremarkable visit; over the subsequent three weeks, the patient started exhibiting increased pain. No other signs/symptoms of opioid withdrawal. An anteroposterior (ap) lateral x-ray was done and the catheter was visualized to be out from it space, coiled at spine. The spinal segment was replaced on (B)(6) 2018. Intra-operation, the hcp made an additional purse string loop around th e exit site of the catheter to prevent further cerebrospinal fluid (csf) leak. The issue was resolved and the patient was "alive - no injury." Post operation, the infusion rate was decreased to 3 mg/day after priming for newly implanted segment of catheter only. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.